Event description:
Procedure: sleeve gastrectomy. According to the reporter: the staple line broke at day 10 after surgery. Re-operation was performed to correct the condition. The patient status was reported as ok.

Manufacturer narrative:
(B)(4)